Event description:
It was reported that both implants deployed at the same time.

Manufacturer narrative:
Visual assessment of the returned device shown the insertion needle was bent. No suture or ts remain on the insertion needle or were returned. The actuator is sticking out of the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed